Manufacturer narrative:
H2) device evaluation: h3, h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the reported issue of failed downstream occlusion (dso) calibration was confirmed. Also, the device's dso seal was found to be separating from the bezel. The most likely/suspected cause of the customer reported issue was the software. The dso was calibrated, software was updated, unit reset to standard configuration, and the dso seal was replaced to fix the issue.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the during testing dso calibration failed. There was no patient harm.